Event description:
A hematoma was noticed. (B)(4) was notified of this incident on (B)(6) 2012. The hospital did not notify (B)(4) when the incident occurred. Service was sent to perform a complete system check on (B)(6) 2012. The device was found to be working properly and within the defined specifications. The patient has recovered and has no permanent damage or disability. Incident occurred in (B)(6).

Manufacturer narrative:
(B)(4) (the importer) is submitting the report on behalf of dornier medtech systems (B)(4) (the manufacturer per exemption number (B)(4)).